Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Patient code 3191 captures the reportable event of required intervention. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration #: mw5096804.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not deploy from the catheter. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. *additional information received on october 23, 2020*** it was reported that following the attempted deployment failure, the handle was reclosed and reopened, but the clip would still not detach. The surgeon noticed that the control wire was bent and saw the hypotube came out from the wire. It was also noted that the yoke came loose. Several maneuvers were attempted including some ventral traction and wiggling the scope from side to side and twisting maneuvers; however, the clip would not easily release. Then, it was noted that boston scientific was contacted and instructed the surgeon in an attempt to straighten the control wire and catheter; however, this attempt could not get to deploy the clip. Reportedly, a second tandem scope was inserted in an attempt to agitate the deployment catheter away from the clip and after multiple conversations with boston scientific, the tandem scope was removed. In one final attempt with gentle side to side manipulation and gentle retraction, the deployment catheter released from the clip. The complainant noted that there were no patient complications reported as a result of this event. However, the complainant also provided conflicting information that the event report type was serious injury and the event outcome was required intervention. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not deploy from the catheter. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.